Event description:
Reportedly, during an ICD interrogation, when the session was about to end, interferences appeared on the screen, leading to difficulties to close the session. After moving the screen, a clearer image was obtained, allowing to end the session. The doctor requested a remote transmission to verify that the programming was correct.

Manufacturer narrative:
Expertise of the returned programmer revealed that the reported display issue was due to a damaged cable. The flat cable (also called screen flex cable) which connects the video board to the carrier board of the programmer was worn out. The programmer followed the normal workflow of repair, including a replacement of the screen flex cable and a re-ghost, and was sent back to the field.

Event description:
Reportedly, during an ICD interrogation, when the session was about to end, interferences appeared on the screen, leading to difficulties to close the session. After moving the screen, a clearer image was obtained, allowing to end the session. The doctor requested a remote transmission to verify that the programming was correct.